Event description:
The customer reported that the device unexpectedly shutdown during use on a pt. There was no report that device behavior impacted pt outcome.

Manufacturer narrative:
(B)(4). The customer reported that the devic unexpectedly shutdown during use on a pt. There was no report that device behavior impacted pt outcome. The device was not evaluated by philips. The customer's biomedical dept evaluated the device and localize the issue to a failed battery. The customer replaced the battery and was provided with info related to battery maintenance. We will consider this a battery malfunction based on the customer report only.